Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 194 mg/dl (fasting/non-fasting unknown) and 223 mg/dl pm fasting. The customer stated her expected blood glucose test result ranges are 80-130 mg/dl fasting am and 90-140mg/dl fasting pm. The customer reported symptoms of fatigue, blurry vision, urination and thirstiness; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. Per customer, the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/16/2027 and per the customer the open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on 18-may-2026 to ensure the customer's condition had improved and replacement products resolved the initial concern - able to establish contact with customer who stated that she called her doctor on friday because she was still having high results from the meter. Doctor changed her insulin from 18 to 20 for 4 days and then increased it to 24 units on tuesday. (Customer was still using the old meter). Customer reported still experiencing the fatigue, urination, thirstiness. Customer stated replacement products resolved initial concern. Note 2: manufacturer contacted customer in a follow-up call on 27-may-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing fatigue, urination, thirstiness. No medical intervention since the last call was reported.